Event description:
The physician intended to set a uni-clip staple. During the procedure, the physician was unable to drill deep enough. The bit was only 5mm longer than the guide. The surgeon used a different product to complete the procedure. This incident is related to MDR report 9615741-2006-00030.

Manufacturer narrative:
The device has been received. An investigation has been initiated based upon the reported information.